Event description:
It was reported that, during patient use, a nurse found that the e500 ventilator oxygen (o2) level display was blank. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A customer service technician evaluated the ventilator and confirmed that the monitor displayed "o2 sensor disconnect". After a while, the display became normal. However, when he touched the sensor cable the error was displayed again. He reported to have checked and found that the sensor cable connector line was bent and the cable connector had become deformed. The sensor cable was replaced, which resolved the reported malfunction. The serial/lot number was not provided. Therefore, the manufacturing date is unavailable.